Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse was reported via phone call that, the customer was hospitalized on (B)(6) 2018 due to diabetes ketoacidosis with high blood glucose of 547 mg/dl. The current blood glucose of 307 mg/dl. Customer treated high blood glucose with the insulin pump. Customer wearing the pump at time of hospitalization. Based on customer report customer does not allege pump was under delivering. The drive support cap appears normal. Customer did not want to continue the troubleshooting. Customer stated that the pump should be working properly but that the customer would need a new reservoir and infusion set. The device will not be returned for analysis.